Event description:
Customer called to report a pod that made a funny noise as well as showed resistance when filling. Customer felt the pod did not work properly and was subsequently hospitalized on feb 12th and 13th due to elevated bg levels. Two days prior - pod was activated at approximately 5:00 pm. By 10:38 pm his bg was 500 and he administered a 15.2u bolus. A day before hospitalization - bg level fluctuated between 200 and 500 mg/dl - appropriate boluses administered. The next day - went to hospital, continued to wear pod in hospital and received supplementary shots of insulin from staff, no eating on this day. Bg level fluctuated between 200 and 365 mg/dl. The following day - continued to wear pod and received supplementary shots of insulin from staff, no food intake on this day. Bg level fluctuated between 185 and 458 mg/dl. No further information was provided.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is subsequently received. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.